Manufacturer narrative:
Additional narrative:the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device would not operate in reverse. It was not reported if there were any delays to surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the upper trigger was stuck/sticking and made an unusual noise (grinding), upper trigger malfunction caused the device not to change direction (duplicated complaint). It was noted that the trigger components were worn, electric motor was damaged, bearings and seals were worn, and the internal components were rusted. The assignable root cause was due to improper cleaning/ care and possible immersion. If additional information should become available, a supplemental medwatch report will be sent accordingly.